Manufacturer narrative:
(B)(4). Upon further review, it was concluded that this complaint for inadequate iodine was not confirmed in the lab. The sample was received for evaluation and the sponge was verified to be dry, however the minicap pouch was open when received, hence the dry sponge could not be ruled out when the customer opened the minicap pouch. The cause was undetermined.

Manufacturer narrative:
(B)(4). The returned sample was evaluated and this report for inadequate iodine was confirmed. The assignable cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number was known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The nurse reported to baxter that they found the sponge in the connection shield was dry (inadequate iodine). This occurred before use. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.